Event description:
It was reported that the max button on the ultrasonic scalpel was not working. The device was easily replaced and no patient injury was reported by the user facility.

Manufacturer narrative:
Further information from the stryker sustainability solutions' (sss) sales representative stated that the device was function tested at the facility and the max button on the scalpel worked intermittently. The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device returned had a lot number of 1875859 and a serial number of (B)(4). This was not the original device information that was reported or the same device information that was on the label that was returned with the device. It was confirmed with the facility that the device returned was the device involved in the incident and the label belonged to a different device. A visual examination of the device revealed an indention in the (B)(4) pad. The device was connected to a scalpel generator. The scalpel was tested and passed the initial testing. The device was successfully activated with the foot pedals and the min button. However, the max button did not activate the device confirming the reported issue and isolating the issue to the membrane switch assembly. The device was disassembled and the switch was found to have compromised lamination and adhesive residue present on the max circuit. Most likely the residue was impeding the circuit and preventing the device form activating when the max button was pressed. It appears that the original equipment manufacturer may have changed the design of the membrane switch which is allowing moisture to collect causing the lamination to be compromised after the complaint device had been reprocessed. The reported event is not occurring more frequently or with greater severity than is usual for the device.